Event description:
Caller states the pt tested 27mg/dl on the inform system and 220mg/dl on a lab drawn within 1 min. No action was taken based on device result. No adverse event reported. No treatment info provided. Requested return of suspect system and replacement was sent.